Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported complaint was noted in the event history log: (B)(6) 2019 3:22:16 pm continuous rate began; (B)(6) 2019 3:24:41 pm system fault 41,628 occurred; (B)(6) 2019 3:24:41 pm power down. Device then underwent motor testing; the customer complaint was not duplicated. Although the reported complaint was not duplicated during functional testing, the failure was found in the event history log. As a result, the motor was replaced as a preventive measure. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump had system fault 41628. No adverse effects were reported.